Event description:
The distributor reported that during incoming inspection a black fiber was noted within the flow of peritoneal tubing.

Manufacturer narrative:
(B)(4). In response to an FDA inspection (conducted 09 september 2013 ¿ 05 november 2013), carefusion 2200 initiated a CAPA investigation ((B)(4)). As part of the CAPA, a retrospective review of the complaints for ¿debris¿ and ¿contamination¿ for applicable devices was conducted. It was determined that this report necessitates submission as a medical device report (MDR). Evaluation summary: the evaluation (using 40x magnification) of the complaint sample identified a small imbedded fiber (less than 0.4 mm2 on the tappi chart) attached on the internal clear packaging. The evaluation was not able to confirm the presence of any small fibers inside of the catheter tubing. The evaluation was not able to definitively identify the source of the fiber. The shunt assemblies are manufactured in a controlled manufacturing environment that uses strict control over product movement into and out of the manufacturing room and requires specialty personal protective equipment for the manufacturing personnel to minimize the inadvertent transfer of debris. A review of complaint data identified that this failure mode is not an isolated event. A device history review (DHR), showed (B)(4) non-conformances ((B)(4)). In each instance, the product was 100 percent culled and submitted to quality assurance for inspection. There were no other recorded quality problems or rejections related to this issue. The manufacturing plant has also initiated a CAPA investigation ((B)(4)) to address the reported issue. All corrective and preventive actions (including manufacturing and quality plan improvements) will be implemented per the CAPA.